Manufacturer narrative:
This is now reportable. During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. The distal tip of the driver was twisted and approximately a 0.07" section broke off. A torque indicating device was not used. A likely cause of the breakage is over-torqueing the device. A torque indicating device is recommended to prevent this event from occurring.

Event description:
On 07/25/2021, it was reported by the sales representative via sems that ar-9545-t15-02 driver shaft, t-15, medium is twisted. This is now reportable. During returned device evaluation, a reportable malfunction was discovered.